Manufacturer narrative:
Examination of the returned instrument confirmed the complaint. Previous investigations found a supplier report that states previous investigations have been conducted for this product for this failure mode and have made suggestions to depuy for a possible design change. A design review dr-002087 was created on october 29, 2014 to review the design, determine root cause, and any corrective action indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The screw became cold welded to the flexible head drive shaft and was pulled from the acetabular. Surgeon opened a 2nd screw and used the other flexible head shaft. The screw became stuck on the other shaft too.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.